Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was moderately calcified and mildly calcified. Pre-dilatation was performed and a 2.5x48mm xience xpedition stent was implanted. A distal edge dissection was noted. A 2.5x15mm xience prime stent was implanted as treatment. There was no reported adverse patient sequela. No additional information was provided.